Event description:
The customer reported "alarm - error codes / messages." There was no patient involvement.

Manufacturer narrative:
Additional information: d8, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 22 may 05. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported "alarm - error codes / messages." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 571.6241 has been confirmed due to a cable j3 to power board loosen up. It's possibly jarring during the transport. Reseated the cable j3. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 22 may 05. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a loose cable. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported "alarm - error codes / messages." There was no patient involvement.